Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any damages to the battery cap or to the battery compartment. Allegedly, there was no moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: a review of the black box indicated reboots associated with call service 052/054 alarms. The battery cap was able to secure properly and the pump powered on normally. The pump successfully completed rewind, load, and prime steps and a 24-hour duration test with no power issues occurring. The pump was opened and no internal defects were found. The complaint of intermittent power could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.